Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the implants were implanted in 2009 by a different surgeon in foreign country. Exact catalog numbers and lot numbers were not obtainable. The cup, screws, insert and head were explanted seven months later, due to multiple dislocations.